Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2014 for treatment of a scoliosis and back pain. Patient was implanted with two (2) synthes contoured rods, unknown quantity and type of expedium screws, three (3)unknown spacers (size 9mm-10mm-11mm) and one (1) synthes t-pal 12mm spacer. Patient¿s original construct was from t9 to s5 disc levels. It is unknown what disc levels the spacers were implanted. Post-operatively, a revision surgery was performed on (B)(6) 2014 due depuy expedium loose screw on the left side t9 disc level position. Patient also present with pain issues. Surgeon removed the loose thoracic expedium pedicle screw at the t9 disc space and extended the construct to include the t8 dis space. Post-operatively, another revision surgery was performed on (B)(6) 2015 due to hardware failure. The patient presenting with a fracture at t9 disc level with reported patient pain. Surgeon removed the hardware from the t9 disc space. The surgeon removed and replaced the left pedicel screw at t10 disc space with a kyphoplasty and vertebroplasty procedure at the t10 dis space. Additionally, the rods were replaced with shorter lengths that extended to the t9 -s5 disc levels. ((B)(4) synthes) another revision surgery was performed on (B)(6) 2017 due to patient pain and hardware failure. It was reported that the right side rod implant pulled out of the s2 disc tulip head screw and the left rod broke between l3-l4 disc levels. During this procedure, surgeon performed a posterolateral arthrodesis. He removed all lumbar hardware and redid posterior lateral fixation and fusion with vertebral augmentation. Patient was revised with new unknown hardware and matrix bone cement. ((B)(4) synthes) presently, patient has no pain issues, but is experiencing weakness on her left side. ((B)(4) synthes) concomitant medical devices: 9mm-10mm-11mm spacers (item # unknown, lot # unknown, quantity 3 each); synthes t-pal 12mm spacer (item # 08.812.012 , lot # unknown, quantity 1 each).